Event description:
It was reported through the stryker facebook page, "I couldn't stand on my leg after surgery. Too much pressure to withstand the weight. Took forever for the recovery."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text: device not returned